Event description:
(B)(6), 2013, the date of birth and gender of the pts were provided to leica biosystem by the complainant. Refer to MFR report # 8020030-2013-00026 submitted for the peloris tissue processor and 8020030-2013-0029 and 8020030-2013-00030 for specific details of the other pts involved.